Event description:
Pt has been receiving collagen for approx 15 years. Most recent treatment in 2001 was 1.5ml of bovine collagen in the nasolabial folds. Pt reported an almost immediate formation of a lesion. Pt was seen one month later and physician noted "a indentation of 1mm x 2mm had eroded at top of left nasolabial fold." Symptoms resolved with an apparent scar that may require dermabrasion or surgical revision to repair.